Manufacturer narrative:
The device has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed, a supplemental report will be filed.

Event description:
The patient's mom claimed there has been bubble formation in all 6 cartridges that came from the same box and that the pt's blood glucose has been in the 20's mmol/l: it was not specified if the patient's blood glucose ever went over 500 mg/dl. It was not reported if the patient was symptomatic or had to receive medical attention as a result of the reported issue. She indicated that the cartridge and insulin were at room temperature and the bubbles are removed from the cartridge before being inserted into the pump. The box of cartridge was replaced. Based on the provided info, this complaint is being reported because the patient's blood glucose was in the 20's mmol/l as a result of the reported air bubble issue with the cartridges.